Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the patient had no stimulation up to a certain amplitude, then he felt overstimulation above that amplitude. X-rays revealed that the patient's lead had migrated. The physician plans to explant and replace the lead; however, the surgery date is currently undetermined. No additional information is available at this time.